Event description:
Customer was informed of a possible button scrolling issue. He stated he has a complaint related to the insulin pump's design that allows the delivery amount to scroll past 0.0 to the maximum setting. Customer stated this happened once where he scrolled past the information, but this was only a one time occurrence. Customer is exchanging his insulin pump with a new one. Customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.